Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was prepared during an unknown procedure performed on (B)(6) 2023. The seal was open, and the tape was peeled off. The sides of the box were torn and dented. There was no patient involved.

Manufacturer narrative:
(B)(6). (B)(4).